Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had let the pump battery charge deplete and after charging, the pump settings were missing. Pump data was reviewed and no alerts/errors were identified that would have caused the reported setting issue. Customer reentered pump settings and resumed pump therapy. There was no reported impact to customer's blood glucose.